Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient had begun to experience heating at the implantable neurostimulator (ins) site in (B)(6) 2026. It was stated that the patient experienced the heating sensation ¿all the time.¿ additionally, the ins was reported to discharge very quickly and the patient ¿had to recharge it daily.¿ there were no additional external factors reported that may have led or contributed to the issue. An attempt to reprogram the ins was made; however, the ins was ultimately replaced and the ¿side effects stopped;¿ the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.